Manufacturer narrative:
Updated fields: h4, h6 and h10 . This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the alarm issue was caused by a faulty display panel. However, the specific cause of the faulty display panel was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high flow insufflation unit had a faulty display on its panel. This occurred during a procedure; there was no report of patient harm. The device was returned, evaluated, and the segment volume was missing. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported event was confirmed due to missing leds on the display panel. In addition to the missing segment on the volume display due to a faulty printed circuit board in the front panel, it was also found that the top cover was scratched down to the bare metal and starting to rust. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.